Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc instructed the customer to reseat and align the sample 1 probe, reagent 1 probe, sample 2 probe and reagent 2 probe. The cause of the discordant total bilirubin result is unknown. The customer successfully ran quality controls. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The initial total bilirubin result was not reported to the physician(s). The sample was repeated on the same instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant total bilirubin result.